Event description:
The customer reported the system displayed an interlock error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated a circuit board and connector. The system operates as intended.